Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a reservoir leak that occurred while changing the reservoir. The blood glucose reading was approximately 100 mg/dl. Customer was advised to disconnect from the insulin pump, remove the reservoir, and dry the reservoir compartment. Customer was unsure of where the leak originated. She stated that there were no cracks in the insulin pump. Customer also stated that the display on the insulin pump was blank. She stated that it had not been bumped or dropped but had been exposed to moisture. Nothing further was reported.